Event description:
Consumer very upset with erratic readings with plink meter. Analysis run on clark error grid using mean average reading (57) as ref. Point vs. Bd readings (26, 87) yielded readings in the "d" range of the grid, outside acceptable limits.